Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient's pump was loose in the pump pocket on (B)(6) 2017. It was noted the patient's pump was repositioned. The event status was unknown. No patient symptoms were reported. The patient's weight was noted as (b)(60 lbs.